Event description:
It was reported by service report that the main power cord plug was missing the ground and power prongs, and the auxiliary power cord was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug was missing the ground and power prongs, and the auxiliary power cord was missing the ground prong.